Manufacturer narrative:
A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Pictures and/or samples were not returned to aid in the investigation, however, a possible root cause is that the customer had sensitivity to btp (bismuth triphosphate) contained in the dressing. The safety data sheet for both xeroform occlusive and non-occlusive, states that it is unlikely that first aid will be required. It also states to seek medical attention if irritation develops. As a corrective action, this issue will be reviewed during the monthly report out for the factory. No further corrective action are deemed necessary at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
The clinical pharmacist provided additional information stating that her facility performed a bismuth blood level on the patient, and it came back less than one. Based on the results, they assume the absorption [of bismuth] has been minimal.

Manufacturer narrative:
Submit date: 09/14/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer experienced an adverse event while using a xeroform bandage. The customer reported that she is not sure if the bismuth contained in the xeroform is related to the patient presenting with black staining on her leg and acute renal failure. The patient also had an episode of acute renal failure over 5 years ago and prior to using the xeroform product. At that time, she had dialysis for several days, and the renal failure resolved. The patient has ben using xeroform on large areas on her legs for about 4-5 years to treat her pyoderma gangrenosum.